Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly it appears on film that the cup has spun and is not in the correct position. Head came out along with neck, shell, liner, and screw with little effort. Shell did not require anything beyond rangers for removal (no cup cutters).